Manufacturer narrative:
(B)(4).

Event description:
It was reported that high lead impedance, high capture threshold and decrease in sensing due to lead fracture was observed. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good.